Event description:
The manufacturer received information that a trilogy ev300 ventilator failed device evaluation pre-test. The device failed active exhalation verification, pilot: difference test. There was no patient involvement, and no harm or injury reported. The philips field service engineer replaced the trilogy evo 3-way solenoid and proportional valves to address the issue. The ventilator passed final test after repair. The system meets the specification for the performed service and was returned to use.